Event description:
It was reported that the physician was performing an implant procedure, when the accessory kit was determined to be wet. A new ams kit was used. The procedure was completed successfully, and there were no patient complications reported.